Event description:
A surgeon reported that a pt experienced a bilateral "sands of sahara" (sos) syndrome after lasik surgery with regressive tendency on one eye, and fibrosis organization on the other eye. Pt's left eye presented with grade I diffuse lamellar keratitis (dlk) syndrome. It is currently unk as to which eye experienced the reported regressive tendency, and which eye experienced the reported fibrosis. At day 10 postoperatively, event was noted to have recovered on the first eye, and not completely on the second eye. Surgeon informed that the pt did not have any identified risk of inhalation, or bleeding. Antibioprophylaxis and operative field preparation were performed according to protocols in the facility. There are two medical device reports associated with the event. This report references the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).